Event description:
It was reported that the system would not boot up completely. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated. The power supply and the software were installed during the service call. The system was tested, found to be working as intended and returned to service.